Event description:
Faulty elite ent fiber, ref# 322001, lot# la181001as-p1, exp. Date: 2020-10-31, m# 3607299. Today during a micro direct laryngoscopy with co2 laser case, the fiber worked fine to start with but after a bit they had to keep increasing the settings and it finally stopped working at all. They got another fiber and it worked fine. No patient injury.